Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle is missing cover, and the needle is crooked. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: material #: 368608. Lot/batch #: 3018362. Bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing IV shield / bent cannula as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes missing IV shield / bent cannula. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle is missing cover, and the needle is crooked. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H3 other text : na.